Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 2.00mmx12mm nc emerge balloon catheter was advanced for dilation. After the second inflation at 14 atmospheres, the physician pulled the balloon catheter to in front of the area of the lesion and performed contrast radiography. The balloon catheter was re-advanced to perform another dilation. There was no visual issue noted to the device prior to use. However, on the third inflation for 20 seconds, there was a reverse blood in the inflation lumen and the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Tactile inspection revealed a kink in the hypotube, 67cm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole on the proximal side of the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 2.00mmx12mm nc emerge® balloon catheter was advanced for dilation. After the second inflation at 14 atmospheres, the physician pulled the balloon catheter to in front of the area of the lesion and performed contrast contrast radiography. The balloon catheter was re-advanced to perform another dilation. There was no visual issue noted to the device prior to use. However, on the third inflation for 20 seconds, there was a reverse blood in the inflation lumen and the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.